Manufacturer narrative:
Concomitant products: 5076 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise due to a confirmed fracture. The lead was expl anted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.